Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. Troubleshooting was performed in clinic and oversensing was unable to be recreated. The vector was reprogrammed at that time. Additional information was received indicating the patient received an additional inappropriate shock. The s-ICD system was explanted and a transvenous system was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. Troubleshooting was performed in clinic and oversensing was unable to be recreated. The vector was reprogrammed at that time. Additional information was received indicating the patient received an additional inappropriate shock. The s-ICD system was explanted and a transvenous system was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.